Manufacturer narrative:
This report is being sent as a correction for the reporter institution information.

Event description:
This report is based on information provided by remote service engineer rse, technical support engineer, product support engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device operating system is stuck on the self-test and does not complete booting. There was no impact alleged at this time, no harm noted.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device operating system is stuck on the self-test and does not complete booting. There was no impact alleged at this time, no harm noted.